Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the personality module audio/video (pmav) unit involved with this complaint and completed the evaluation. The unit was returned for failure analysis, but the reported failure could not be replicated nor confirmed. The pmav was installed and tested on the printed circuit assembly (pca) test system. The system started up without any error, with good image. All output ports were tested and there was good picture. Ran 20x power cycles and all passed. Isi also received the personality module vision acquisition (pmva) unit involved with this complaint and completed the evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint getting errors 252, 307 ¿damaged audio connector on pmva¿. The printed circuit assembly (pca) tech performed inspection of the returned pmva and found the audio port on the core audio leaf (cal) was badly damaged and needed to be replaced. The cal was replaced to resolve the issue. The probable root cause of this failure is attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting error 252, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) investigated the reported event. The fse reproduced the issue and replaced the personality module audio/video (pmav) due to the 252 and 307 errors. The fse also replaced the personality module vision acquisition (pmva) due to audio connector and outer cable insulation damage, as well as a missing cap on the patient side cart (psc) blue fiber. Isi did receive a device to perform failure analysis. Failure analysis investigations are in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post-failure analysis investigation and/or if additional information is obtained. Based on the information available, this has been classified as a reportable event due to the following conclusion: the customer encountered faults and converted to open surgery post-anesthesia. It was unknown whether ports had been placed.

Event description:
It was reported that post-anesthesia for a davinci-assisted surgical procedure (ports placed - unknown), the customer called a clinical sales representative (csr) to report error 252. The csr called a field service engineer (fse) to troubleshoot this issue. The site converted to an open surgery. There was no additional report of patient harm, adverse outcome or injury beyond the unexpected conversion to open surgery. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details had been received as of the date of this report.